Event description:
The customer called to report a blank display on the insulin pump. Prior to the blank display, the insulin pump alarmed with a constant tone, which the customer attempted to clear by changing the battery. Troubleshooting was performed, and the display remained blank. The customer reported a blood glucose reading of 245 mg/dl at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.